Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for arachnoiditis and spinal pain. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was MRI tech requested MRI compatibility. Caller reports pt said her device is "not functioning" and hasn't worked for 18 months. Caller reports patient said "one of the leads was off and they were unable to charge." Troubleshooting was not required. The issue was not resolved through troubleshooting. Patient will contact managing doctor for MRI eligibility form. Pt needs non-emergency MRI. No patient symptoms were reported.